Manufacturer narrative:
The subject device was not returned to omsc but was returned to sorc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to the stress during use, the external factor and/or the user handling. There was no report of patient injury associated with the event.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with the event.